Event description:
The complainant alleged that a pt was being treated for ventricular fibrillation. The device was charged to 200 joules and successfully discharged (2 times). The device was then charged to 360 joules and failed to discharge. The complainant indicated that a "leads off" message was displayed on the monitor while the unit was in the defibrillation mode. The clinician then engaged in performing CPR on the pt until arriving at the hosp. The complainant indicated that the pt expired.